Event description:
It was reported that the device was removed due to infection. The catheter remained in the body and was "active with the new device". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc, lot# n281307008, implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the consumer regarding their implanted system which was used to deliver dilaudid. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the consumer reported that a month after the pump was implanted ((B)(6) 2011) they had fluid gushing at the site after it was healed. The patient had to wrap a towel around herself because of the gushing fluid. The patient had been admitted and had surgery to clean the pump and re-implant it. And the patient had been put on antibiotics. Three weeks after the surgery it happened again and the nurse could see the pump coming through the skin. The pump was rejected. The pump was explanted and the patient was not re-implanted until (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-may-26. The patient reported that in (B)(6) 2011, the healthcare provider removed the pump implant due to suspicion of infection due to fluid gushing out of the pump pocket area and later discovered the patient did not have an infection. It was stated that the pump was reinserted right away after it was confirmed that the patient did not have an infection. The patient stated that in (B)(6) 2011, she was back in because more fluid was gushing out again from the pump pocket area. It was reported that when a nurse took off the adhesive, they saw some silver and the pump was pushing its way through. It was stated that the incision had healed and was pushing it right back out. The pump was removed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-jul-07 the healthcare professional (hcp) reported that antibiotics had been started in the ER (emergency room) for infection. The hcp had no additional information.